Event description:
The event is reported as: the customer alleges the cuff was inflated with air for testing purposes in the operating room and the cuff was observed to be herniated. There was no reported pt involvement or contact.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.